Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/7. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridge (b) ecr60t, k5el4g was returned fully fired and in good visual condition. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired the initial firing of the device with a black reload, the second firing was a green reload. After the second firing the surgeon observed the staple line and it had an incomplete staple line at the posterior end. The surgeon over sewed to secure staple line with suture. They used another like device with a green reload to complete the procedure. No other information was available as the device was left in the materials department with a note. There was no patient consequence reported.

Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.